Event description:
It was reported that the registered nurse (rn) administered an intramuscular injection to patient's right deltoid. Upon withdrawal, the needle was left behind in the patient's arm and the safety mechanism failed to remain intact. The rn removed the needle, and the patient jerked. Subsequently, the needle fell out of the rn's hand, leading to needle stick. The event did not result in patient harm. The event occurred in the patient's room during rn medication administration.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.